Event description:
It was reported that during device unpackaging and prior to use the 3.5 x 15 mm xience prime stent delivery system (sds) protective sheath was removed and the shaft was noted to be kinked. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the shaft was separated near the hub.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.